Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28may2020.

Event description:
It was reported that the unit declared a high internal oxygen alarm. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to duplicate the reported problem but did confirm the reported issue in the device log. The unit as ran at set parameters with 100% o2 for 25 minutes. The unit cycled normally and did not alarm. There was no indication of an oxygen leak and the internal voltage read 0.57 volts. The fse did note that the unit had a loud blower and that the unit was due for annual maintenance. The power supply fan was also not running. The fse replaced the blower to address the blower noise, replaced the fan to address the power supply fan not spinning, and completed maintenance on the unit. The unit passed testing after repairs were completed.